Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: 64002, explanted: (B)(6) 2016, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient lost therapy. Impedances were measured and "xxx" was displayed. The cause of the event was unknown. A revision was done and the pocket adaptor was explanted and replaced. Following the revision, the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the pocket adaptor found the conductor was broken within 10 cm of the connector area. Conductors #4 and #6 were broken 2.8 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that after the pocket adaptor was changed, the patient was experiencing effective therapy.